Event description:
It was reported via medwatch mw5105152 that tip detachment occurred. The physician placed a samurai wire and a non-boston scientific (bsc) wire in the vessel. A stent was advanced on the non-bsc wire and deployed, trapping the samurai wire against the vessel wall. When an attempt was made to remove the samurai wire, the wire separated leaving the distal end of the wire in the vessel which was able to be retrieved using a snare. The patient was not harmed but required intervention and longer procedure time.